Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. A day after the event onset, the patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported). At the time of this report, the patient was recovering from the event and has been discharged from the hospital. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.